Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient is scheduled for explant surgery. The recipient is reportedly a non-user of the device due to receiving no benefit. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.